Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart during normal use. Blood glucose value was 365 mg/dl; treated with the insulin pump. Customer stated that a temporary basal was not programmed before the alarm occurred, the device was not stored or not in use for an extended period of time and the alarm did not occur shortly after inserting a new battery. The alarm history showed the unexpected restart error alarm, a motor error and a no delivery alarm. The customer reported that the motor error and no delivery alarms occurred during bolus. Blood glucose value was 123 mg/dl. The customer changed the infusion set and reservoir. The device was not dropped or exposed to a magnetic field and the drive support cap was recessed. During troubleshooting, the customer was able to rewind, but received a motor error alarm during prime. The device passed the self-test. The device will not be returned for analysis.